Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During treatment of a chronic total occlusion with a diamondback peripheral orbital atherectomy device (oad), it was difficult for the device to cross the lesion and it became stuck in both the lesion and on the guide wire. The sheath of the oad was cut and advanced over the crown in order to remove the device and the device and guide wire were removed. The lesion was re-wired and the procedure was completed with an oad of a smaller crown size. There were no patient complications reported.

Manufacturer narrative:
The reported oad was received for analysis with the viperwire guide wire engaged in the device. There was no damage observed to the oad driveshaft or crown. The guide wire spring tip coils were stretched but remained intact. When attempting to remove the guide wire from the oad, significant resistance was met. A destructive analysis was performed and revealed dried biological material embedded within the driveshaft filars proximal to the crown. No damage was identified which may have contributed to the accumulation of material. The morphology and root cause of the accumulated biological material is unknown. When the returned guide wire was removed, an in-house wire was passed through the oad and met resistance at the area of embedded material. It is hypothesized that the oad driveshaft became stuck on the guide wire after seizing due to biological material accumulation. However, the root cause of the accumulated tissue remains unknown. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID# (B)(4).